Event description:
It was reported that the patient had ¿hematomas¿ at stimulator implant site requiring a return to the or for drainage. The patient reportedly developed a small wound dehiscence and drainage, and returned to or for wound irrigation and closure on (B)(6)-2008. It was noted that the culture of the wound fluid at the time revealed (B)(6). The patient was treated with tetracycline at her subsequent visit on (B)(6)-2008. It was stated that the wound healed. Additional information was requested but not yet received at the time of the report.

Manufacturer narrative:
Correction: medwatch filed in error as event previously reported. Initial medwatch of this supplemental, corrective MDR is being redacted as it is a duplicate medwatch. See manufacturer report # 3004209178-2008-01829.

Manufacturer narrative:
Concomitant: product ID 4351, product type lead. Product ID 4351, product type lead. (B)(4).